Event description:
It was reported that the catheters were defective. Two catheters were reported. No more info available. It was further stated that the balloon was most probably defective. Follow up with customer indicated that before forwarding the catheters for eval, it was obvious that the balloon had a defect. There were no pt complications reported.

Manufacturer narrative:
Both devices was returned and evaluated. The first unit's examination revealed that the customer report of balloon issue was not confirmed. Balloon inflated clear, concentric and remained inflated within engineering spec. The examination of the second unit revealed that the customer report was confirmed. Balloon ruptured almost half way around the circumference. The edges of the ruptured portion did not match.